Event description:
It was reported that the device won't activate when turned on or stays activated when not on. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller found minor scratches. Warranty seal is broken. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. Controller is working fine, no issues with powering up. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused intermittent failure or (2) there may have been a loose power connection or interference between other devices.